Event description:
It was reported that the patient presented to the hospital with shortness of breath and was admitted. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The device was returned for evaluation with battery voltage at end of service (eos) level. Functional testing and electrical analysis were normal. Longevity assessment found that the device exceeded projected longevity indicating normal battery depletion.